Event description:
The tubing on a polar feed bag was leaking. The nurse caring for the resident stated that the tube feeding were bubbling out of the top of the drip chamber. The resident was not harmed. A new set up for the feedings was obtained and placed for the resident. The tubing was sent to purchasing for analysis and a medwatch report was completed. Diagnosis or reason for use: glioblastoma.